Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
It was reported that there was a perforation. A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2009 the greenfield filter was inserted via the right femoral vein with fluoroscopy. The filter was deployed around the l2 without difficulty. The filter was stable. The patient tolerated the procedure well and was in satisfactory condition post procedure. On (B)(6) 2017, the patient received a CT scan of the abdomen without contrast. Findings revealed that the greenfield was placed at the level of l2-l3. The proximal portion of the filter is slightly posterior and the right of the center of the vessel. It is angled approximately 7 degrees posterior and 9 degrees to the right. The distal portions of the filter either tent or extent through the wall of the inferior vena cava.